Event description:
It was reported the pt (australia) was experiencing difficulty communicating with the ipg via the charging system. It was initially believed that this issue was due to surgical swelling at the ipg site. However, recent efforts to establish communication with use of different charging systems proved unsuccessful. Suspecting the issue stemmed from the implant depth of the ipg, surgical intervention was undertaken on (B)(6) 2013, to revise the ipg pocket. F/u on this matter found the pt is now recharging successfully.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.